Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, it was unknown if the distal end was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. In addition to the findings in b5, evaluation found the complaint was confirmed and the connecting tube was buckled. Also, evaluation found the following: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of u/d (up/down) knob was out of the standard value, a-rubber had a scratch, adhesive on a-rubber had a chip, adhesive on a-rubber had white-clouded area, adhesive around objective lens was peeled, adhesive around lg lens was peeled, c-cover had foreign objects, c-cover had a dent, connecting tube had a scratch, and connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the insertion section of the gastrointestinal videoscope was buckled. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issues could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device reprocessing was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. Additionally, the foreign material observed on the distal end cover could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed damage on the distal end cover, proper reprocessing may not have sufficiently removed the material. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.